Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial (B)(4), implanted: (B)(6) 2007, product type: catheter. Event date is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (unknown) at an unknown concentration at an unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient was not feeling great: on thanksgiving she thought that maybe she had a bad piece of turkey or ham because she was throwing up and was having bad diarrhea, and she did not have any control; she had never been through withdrawal but was 99% sure that was what she was going through. The patient's neck was killing her and her head felt like it was going to fall off; she could not handle any fluids but she took a "depository" (suppository) and was able to get herself to stop throwing up at some point before she was totally dehydrated. The date of this report the patient was starting to have a headache again. No interventions were reported; the patient did not go to the emergency room because she could not drive herself there and she did not want to call an ambulance. It was reported that the withdrawal symptoms occurred on (B)(6) 2017 and the headache on (B)(6) 2017. It was reported that the patient had a great big knot on her spine again and that the knot was getting bigger as she went along. It was reported that the pump had kicked in and not functioning at optimal level. It was reported that the patient had a great big bulge in her catheter line by her spine/waist; when she picked up something like a quart of orange juice and brought it in from the car, the patient had noticed that the bulge would pop out. It was reported that the patient had an elastic band around her waist and had it synched up so tight that the bulge had gone back in, and that this knot had happened before but it was never this severe and it was getting worse; it did go away before. It was reported that the first knot occurred in (B)(6) 2017 and the second knot (B)(6) 2017. It was reported that the patient wanted to know if she was in danger of the bump/knot/bulge bursting and causing an overdose and if that was enough medication for that to happen; the patient service specialist reviewed that they were not medically trained and the patient needed to discuss this with her healthcare provider (hcp); the patient had spoken to her hcp and they told her not to come in. It was reported that the patient went to the pain specialist and they helped her take some pictures of her knot in the back; the patient got stitches out of her knee and was doing fine she just did not want any complication or surgery, and had oral pills but did not like to take them if she did not need. It was reported that there was 2.76 mg of morphine but at the time of this report it had been doubled at 6 mg, and that there was a heavier concentration but that was lowered down. No further complications were reported.